Event description:
It was reported that post device implant, the device was allegedly ruputured. There was no reported patient injury.

Manufacturer narrative:
H10: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a powerline cvc in two segments which was kept inside a biohazard bag. The distal portion and bifurcation of the proximal catheter fragment were not visible in the provided photo. The photo quality prohibits a closer inspection of the ends of the distal catheter fragment. The investigation is inconclusive for reported powerline rupture, as the portion the hub of the blue lumen and a portion of the catheter just distal to the hub is covered in a tape, and that closer inspection of the distal catheter fragment ends could not be performed. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post device implant, the device was allegedly ruptured. There was no reported patient injury.